Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735740, serial/lot #: (B)(6), h3: a medtronic representative went to the site to test the equipment. Testing revealed that no faults or failures were found. The navigation system then passed the system checkout and was found to be fully functional. A software analysis was initiated. However, it was found that there was insufficient information to determine the relationship of the software to the reported issue. There was only one session of application logs present of the issue date. Logs captured "temporary system fault" warnings and after some time the "system fault has been cleared" messages. After clearing messages multiple interference error for the tools was observed, which means camera was up and tracking. H6: b01, c19 and d14 apply to the system checkout. This regulatory report is being submitted due to a retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a spinal procedure. It was reported that there was issues with the spine reference frame and instruments were flickering in and out of tracking status when the camera was raised. When the camera was in a lower position the issue seems to resolve. The probable cause was ir interference. This resulted in a surgical delay of less than one hour. There was no impact on patient outcome.